Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr single lumen groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the extension tubing, just distal of the white strain-relief sleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst) granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the extension leg of PICC ruptured. The catheter was used over 1 month. This report addresses the second device. No other information was provided.